Event description:
It was reported that during the procedure, the screw broke while it was screwing in the tibia tunnel. No patient injuries were reported.

Manufacturer narrative:
One (B)(4) sterile biorci ha 7x25mm 8mm head screw reported on. Due to product unavailability, physical evaluation, full investigation and conclusions were not possible. Final product met predetermined specifications upon release to distribution.